Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. After connecting it to a power source the pump was able to be turned back on and the battery gauge displayed 45%. The customer's blood glucose (bg) level was reported to be 230 (mg/dl). The customer reported being dizzy due to the high bg level. The customer delivered a bolus via the pump. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.